Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the reporter, on approximately (B)(6) 2025, the patient experienced a skin reaction with burning and ¿heat¿, redness, soreness, and inflammation, underneath sensor pod area only. The patient went to see their doctor, and the skin reaction was treated with a prescription of an oral antibiotic, flucloxacillin, 500mg 1 capsule 4 times a day. No photo was provided. There was no documentation of medical intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.